Manufacturer narrative:
The device was returned and investigated on 7/26/2016 with engineering. There was a kink noted at the proximal end of the tube likely caused due to excessive force applied during the procedure. This likely occured because of the balloon being stuck on the calcified plaque. Form FDA 3500a was originally submitted on 07/28/2019 though mail. However, on 8/22/2016, we receive the form back from FDA stating to submit the form electronically. Uf/importer report# (B)(4).

Event description:
Patient had an acute rupture of the aorta, once brought under control and repaired. The surgeon used a 4fr and then a 3fr embolectomy catheter to remove debris from the iliac, sfa and eventually the proximal popliteal. It was after removing the 3fr catheter from the calcified distal vessel that he noticed the balloon/end of the 3fr catheter was missing.